Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently the pump battery could not be charged. Additionally, it was reported that the customer experienced ongoing elevated blood glucose levels that ranged from 450 mg/dl to "high"; cause was unknown. Customer administered manual injections, delivered boluses via the pump, and changed the pump supplies to address bg. Reportedly, the customer continued to use the pump for insulin therapy.